Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the right implant. The device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and radius, stress marks and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening. A sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress mark in the shell. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported rupture of the right implant. The device has been explanted.